Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited an air/water tube, air/water cylinder, distal end and the adhesive around the objective lens have foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - aw (air/water)-cylinder has white foreign objects. - aw-tube has white foreign objects. - distal end has foreign objects. - distal end has residual liquid. - adhesive around objective lens has foreign material. - due to damage on fe lever (forceps elevator), u/d (up/down) knob cannot be locked securely. - aw-cylinder has no color. - s-cylinder (suction cylinder) has no color. - switch box has a scratch. - due to a cut on heat shrinking tube of fe lever, expected insulation capacity cannot be obtained. - el-connector (electrical connector) has discoloration. - due to deformation of k-wire, forceps lever does not move smoothly. - due to fray of k-wire (knob wire), forceps skip or sway on the upper half of the endoscopic image. - lg lens has stain. - connecting tube has a wrinkle. - adhesive around lg lens has discoloration. - adhesive around objective lens has discoloration. - due to annual inspection, parts must be replaced. - there is corrosion around l-arm (forceps elevator). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material/residual liquid in the air/water cylinder and channel, distal end, and objective lens glue was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.